Event description:
Reporter alleged obtaining a result of 577 mg/dl on inform system 1 compared back to back with a result of 210 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated that the patient was treated with 7 units based off of the result of 210 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B) (6).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.